Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported there was a threshold increase of the lv lead to 2.6 v with pulse width from 1.0 ms. The lead was replaced without any adverse effects to the patient.